Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 24 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and the visual inspection of the inner extrusion found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 3.00 promus elite drug-euting stent was selected for use. However, during advancement, the stent delivery system broke while the stent remained in the guide catheter and only the shaft came out. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the femoral artery. The 75% stenosed, eccentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 24 x 3.00 promus elite drug-euting stent was selected for use. However, during advancement, the stent delivery system broke while the stent remained in the guide catheter and only the shaft came out. The device was successfully removed and the procedure was completed with another of the same device. No patient complications were reported and the patient was stable.